Manufacturer narrative:
Event date is not known. Please see for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant has been dead for over 3 years and they are needing to have the battery replaced and their equipment. Patient stated that the last time they had their battery replaced, they were told that chances are they need their implant replaced as well. Agent asked the patient when they last used their implant and patient stated that it has been at least 3 years ago. When asked for an event date; patient reported that the issue started probably at least 3 years ago. When asked for a managing hcp; patient stated that they moved states and their doctor is out of network now. Agent offered and sent a physician listing to the patient. The patient was redirected to their healthcare provider to further address the issue. [See pe - previous ins replaced]